Event description:
A patient care technician (pct) was giving a bath to a patient while in bed. The pct noticed sparks coming from the sequential compression device (scd). The sparks were coming from where the cord was plugged in to the machine. Nothing caught on fire, there was no harm to the patient or associate. The device was removed from service. There was no fire-only sparks.what was the original intended procedure?compression device to prevent dvt's.device #1is this a laboratory device or laboratory test?no.